Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. Section a4: patient weight was unable to be provided. Manufacturer's investigation conclusion a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported bleeding and patient outcome could not be conclusively determined through this evaluation. It was reported that an autopsy was not performed and that the device was not explanted for evaluation. The customer communicated that no additional information will be provided. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events, including bleeding and death, that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to hemorrhage.